Manufacturer narrative:
This report is for unknown external fixator ao mini external fixator, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided patient code: (B)(4) for patient that required prolonged physiotherapy because of slow progress due to associated inju- ries. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this article is being filed after the subsequent review fo the following literature article, lodhi, i.a., russell, r., sharp, d.j., and shah, k.y. (2007) the treatment of non-union of the clavicle with the ao mini external fixator. Surgeon 6: 335-338. United kingdom from 1990 to 2000 a total of nine patients underwent osteosynthesis. Of non-union of fractures of the clavicle. There were five males and four females. The mean age was 39 years (range 25¿67 years). The synthes ao mini external fixator with stainless steel rods and threaded 2.5mm schanz screws were used in the construct. Three patients experienced pin-site infection two patients required prolonged physiotherapy because of slow progress due to associated injuries. This is report 1 of 1 for (B)(4). This report is for an unknown ao mini external fixator. A copy of this literature article is being submitted with this medwatch.

Manufacturer narrative:
Incorrectly reported on initial (B)(4); date should be (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.